Event description:
It was reported the flex deflectable videoscope exhibited white and hazy image. There were no reports of patient harm.

Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around objective lens is peeled. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem. Olympus will continue to monitor field performance for this device.

Event description:
No new information